Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece with the helix found extended with traces of blood. After cleaning the distal end, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the blood in the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited unspecified helix issue. Furthermore, insulation damage was noted on the rv lead. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout.